Event description:
Related to MFR report # 2183959-2011-00649, related to MFR report # 2183959-2011-00651. The pt had an ams perigee implanted on (B)(6) 2007. Following this implant, it was reported that the pt had a post-op hematoma which was draining. It was also reported that the pt's "bleeding was constant after discharge, very black blood." It was indicated that the pt returned to see a physician several days later and was told she had a draining hematoma and to go home and let it keep draining. The pt returned for her post-op visit and was told everything was ok and that she would have pain for about 6 months and could have normal intercourse. The pt indicated, "I waited my six months to see if pain would go away, it did not and I was unable to have intercourse and I am still unable to have sexual intercourse due to pain." The pt went to a physician in 2008 and he discovered "rolled up mesh palpated on the anterior wall of the vagina near the apex of the vagina. Palpation of the mesh causes evident pain for the pt." The physician indicated the mesh had fused with the pt's tissue and further surgery to remove could cause as much pain from scar tissue than the pt was already experiencing. It was further reported that the pt started having urinary incontinence within a few months after the surgery and is irritated vaginally and in "both labia all the time." The pt is on antibiotics all the time "due to having almost a constant uti."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.